Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A delivery wire and main coil were returned for this complaint. The main coil was inspected and was found kinked and stretched. The delivery wire was inspected and no anomalies was noted. No more damages were found. Microscopic inspection of the delivery wire was performed and revealed that the proximal end has a smooth surface. The interlocking arm was inspected and no anomalies was noted. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. Dimensional inspection was performed. The measured dimensions on the delivery wire were within specification. There were missing fiber bundles on the main coil due to coil condition. The remaining measured dimensions were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25nov2020. It was reported that the coil was unable to cross the catheter. A 10mmx40cm cube interlock-35 coil was selected for use. During the procedure, it was noted that the coil got stuck in the catheter distal part despite the other coils of similar being fine. Furthermore, it was noted that the coil completely unraveled and almost was unretrievable, and protruded in the catheter's tip during removal. This affected the base catheter and a 8mm x 20cm interlock-35 coil was unable to pass so they had to replace the base catheter. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a loss of fiber bundles.

Event description:
Reportable based on device analysis completed on (B)(6) 2020. It was reported that the coil was unable to cross the catheter. A 10mmx40cm cube interlock-35 coil was selected for use. During the procedure, it was noted that the coil got stuck in the catheter distal part despite the other coils of similar being fine. Furthermore, it was noted that the coil completely unraveled and almost was unretrievable, and protruded in the catheter's tip during removal. This affected the base catheter and a 8mm x 20cm interlock-35 coil was unable to pass so they had to replace the base catheter. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a loss of fiber bundles.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A delivery wire and main coil were returned for this complaint. The main coil was inspected and was found kinked and stretched. The delivery wire was inspected and no anomalies was noted. No more damages were found. Microscopic inspection of the delivery wire was performed and revealed that the proximal end has a smooth surface. The interlocking arm was inspected and no anomalies was noted. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. Dimensional inspection was performed. The measured dimensions on the delivery wire were within specification. There were missing fiber bundles on the main coil due to coil condition. The remaining measured dimensions were within specification. No other issues were identified during the product analysis. Correction to field h6: evaluation conclusion code from 'adverse event related to procedure - 4311' to 'failure to follow instructions - 18'.